Event description:
The system 7 dual trigger rotary was returned to stryker instruments for service, and during functional evaluation it was noted that the forward trigger stayed in the depressed position after release. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, rust/corrosion build up was noticed on all trigger components. This was the root cause of the reported event of the forward trigger staying in the depressed position.